Event description:
A(B)(6) man fell on top of the pt. Since that time, the pt had bruising between the pump and her tailbone. The pt was also in a lot of pain. The pt's status was reported as "fair"; there were no pump alarms. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).